Event description:
A customer reported that "at 8:00am, while getting his breakfast ready", the customer's (adc) meter would not turn on with the button or with a test strip. The customer reported "he took insulin at 8:00 am, and 30-45 min later while in his bathroom, he felt shaky, had heart palpitations, tunnel vision, was sweaty, felt a jolt when standing upright, and experienced a seizure." The customer further reported "he attempted to walk to his bedroom and hit his right foot on a cinderblock, causing shooting pain, swelling, and his foot to be bruised." No third-party medical intervention was reported. The customer self-treated with "iced and elevated his foot, and ate an apple." There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Meter serial number at the time of the initial call was unknown due to the customer reportedly discarding the meter. However, meter serial number (B)(4) was returned and investigated. The returned meter powered on with button press and strip insertion. Blank screen was not observed. The complaint is not confirmed. In addition, new issues have been identified and have been progressed through adc's standard complaint handling processes. (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown. (B)(4).